Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 4, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: partial return as no suspect lens was received. Visual inspection under magnification was performed on the complaint simplicity device and no issues that could cause or contribute to the complaint issue was observed. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: in review, it was noticed that the "g4 -combination product " field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following field updated accordingly: section g4: combination product: no all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the device was not implanted. If explanted, give date: not applicable as the device was not implanted therefore not explanted. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Received information indicating the intraocular lens (iol) was cracked. It was indicated that only cartridge tip had contact. As this is a preloaded device, it¿s unknown if the crack was on the iol or cartridge. Issue was noticed when inserting the lens into the patient's right eye. A backup iol of the same model and diopter was used to complete the procedure. There were no injuries reported such as incision enlargement, vitrectomy or sutures. Reportedly, the patient is doing well post-op. No further information was provided.